Event description:
It was reported that loss of capture and lead dislodgement were observed. The lead was capped and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.